Manufacturer narrative:
Evaluation summary completed on 5/9/2019: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within the crease and shell abrasion were noted in the posterior aspect measuring approximately <0.1 cm. No other anomalies were observed. Since the second product received is related to a concomitant device. A crease/fold/shell abrasion failure may be the result of the continuous and sustained stresses to the device caused by the continuous and sustained stresses to the device the reported complaint was confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant medical products: right unknown saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with unknown saline breast implants which the left side deflated after implantation. The issue was diagnosed by ultrasound examination. As a result patient scheduled for removal on (B)(6) 2019.